Event description:
Regarding st. Jude pacemaker, model 5370. Magnet rate obtained during telephone check indicates battery voltage is adequate, but interrogation reveals the pacemaker is at elective replacement interval.